Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect navlock tracker. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that while in a spinal fusion procedure, an awl-tip-tap instrument and an instrument tracker became bound together, and could not be separated, or used for navigation. It was reported that the bound parts were used with a powerease driver. Alternate instruments were brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Correction: patient sex provided. Also provided concomitant medical product. Additional information: lot number and device manufacture date provided.

Manufacturer narrative:
The suspect tracker was returned to the manufacturer for analysis. The tracker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: patient demographics provided.